Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that when the ECG waveform display is switched between ii and iii inductance, noise appears and the correct waveform is not displayed. There was no indication of pt impact.